Event description:
Health professional reported, "pt had to have the band surgically removed and replaced" due to persistent leaking. Further f/u was conducted to gather additional info.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. User facility sent a voluntary medwatch report, (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be either a taper ii or a rapidport ez strain relief. Visual exam may determine the connector type associated with this report. Device labeling addresses the event of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."